Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was unknown. Customer was able to prime air bubbles out on her own, she just needed to know what was causing them as she believes they were causing her to have high blood glucose. Customer was instructed on how to degas the vial of insulin. Customer declined troubleshooting. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.